Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump time/date was resetting itself randomly. The reporter indicated that on one occasion the issue resulted in the patient being given a bolus with the incorrect insulin to carbohydrate ratio resulting in a blood glucose of 2.8 mmol/l with no reported symptoms. The reporter indicated that the patient was given oral carbohydrates to correct for the low blood glucose. The reporter also expressed concern about the data in the pump download; the reporter was advised that the time/date issue was likely related to the history issue. The reporter contacted animas later on (B)(6) 2013 with the pump in hand to troubleshoot the issue. The reporter indicated that the I:c ratio was off; the pump was reviewed and found that the time and date were off by 12 hours and the year was programmed to 2014. Troubleshooting found no evidence of the time and date reverting to default during battery changes; the reporter and patient denied changing the time on the pump for any reason. This report is made based on the allegation that the patient experienced hypoglycemia with the assistance of the reporter associated with the allegation of a time and date issue.

Manufacturer narrative:
(B)(4) -device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history showed that the dates in the total daily dose history were incongruent; changing from (B)(4) 2013. There was no data from the incongruent dates due to continued use of the pump. The daily insulin delivery totals appeared inconsistent due to the time and date issue. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. A timekeeping accuracy test was performed, and the pump maintained time accurately during the 5 day test. The pump was then powered off for an hour and then when powered back; the time and date had reset to factory default. The pump was opened and the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.